Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A review of the log files from this AED identified that the AED was in service from (B)(6) 2023 until (B)(6) 2024 without a battery pack installed. There was no report of a device use or attempted device use during that time.